Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas with a dexcom g7 continuous glucose monitor (cgm) after announcing two meals within approximately two hours, including a second announcement intended to correct a high glucose, and consuming watermelon before bed. The lowest cgm value was 55 mg/dl with a glucometer reading of 47 mg/dl, and the glucose was low for about 20 minutes before trending up after oral carbohydrate treatment with juice, glucose tablets, half a banana, and peanut butter. Symptoms included disorientation, weakness, and confusion consistent with hypoglycemia. Outcomes included the need for self-treatment with oral glucose and recovery without hospitalization. Investigation included review of user-reported history and troubleshooting and education on appropriate correction strategies. Investigation of this case revealed user management factors, specifically using a meal announcement as a corrective action for hyperglycemia, which is consistent with known use-related contributors to hypoglycemia; no device or component malfunction was indicated. It was concluded, based on previously established findings for similar reports, that the cause was use-related, due to inappropriate correction behavior leading to hypoglycemia.

Manufacturer narrative:
Initial.